Event description:
It was reported that the patient experienced recurring incontinence with a male sling system. An artificial urinary sphincter was implanted. No further complication were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.